Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the connector pin measuring 11.2 cm was returned for analysis. Full breach insulation degradation of the outer insulation was noted at 4.4 - 4.5 cm, 4.7 ¿ 5.1 cm, and 5.3 ¿ 5.4 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.